Manufacturer narrative:
H10: the customer reported multiple instances of leakage and returned one photo of material 70001b-07t. The lot number for the affected product is not confirmed, but the customer reported the lot they have in stock is #25095250. Upon examination of the photo provided, the complaint of leakage was unable to be confirmed. The location of the failure, pointing to the male luer and texium connection point, was confirmed. There are no physical samples for investigation. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. The lot number for the affected product is not confirmed, but the customer reported the lot they have in stock is #25095250. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension texium set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that multiple leakage incidents have been reported with this specific infusion set.